Manufacturer narrative:
The manufacturer previously reported a trilogy evo ventilator was reported to have failed calibration during testing. There was no patient involvement, and no harm or injury reported. During evaluation by a field service engineer at the customer site, the device failed the active exhalation test step during testing resulting in a failure to calibrate. The device's 3-way solenoid valve and proportional valve were replaced to address the issue. After component replacement, the field service engineer ran final testing and device passes successfully. The proportion and solenoid valves were returned to the product investigation laboratory (pil) for further investigation. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Visual inspection found none. Pil performed post test on the pil trilogy evo multifunction test station and the device passed tests. Pil concludes the component operates properly. Product investigation lab (pil) is able to confirm the complaint of the trilogy evo solenoid valve. Product investigation lab (pil) is able to confirm the failure of the trilogy evo solenoid valve. Visual external inspection found no defects. Pil performed post test on the pil trilogy evo multifunction test station, and the device failed. Pil concludes that the component does not operate properly due to suspected contamination.

Event description:
A trilogy evo ventilator was reported to have failed calibration during testing. There was no patient involvement, and no harm or injury reported. During evaluation by a field service engineer at the customer site, the device failed the active exhalation test step during testing resulting in a failure to calibrate. The device's 3-way solenoid valve and proportional valve were replaced to address the issue. After component replacement, the field service engineer ran final testing and device passes successfully.